Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance during routine follow up. It was also reported that prior to the procedure to replace the rv lead, oversensing was observed on the electrogram (egm) and during manipulation of the rv lead at the entry point to the vein. Fracture of the rv lead was suspected. The rv lead was cut, capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).